Event description:
Clinical history of premature birth; 26 weeks of gestational age; birth weight, 754 grams, female, born 04/28/97. Cardiac tamponade/effusion secondary to catheter entering the heart during tpn/lipid administration. Catheter could not, at early signs of distress, be visualized on x-ray and later was determined that it had inadvertently migrated into pt's heart.